Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication because the medication did not have a quantity in the machine. A technical support specialist remoted it in and had the client log in. The tss remoted it in and restarted the machine and the drawers were back online, and the user was able to issue the medication from this machine, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that in bd pyxis¿ medbank tower unable to issue medication. The customer reported that there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.